Manufacturer narrative:
The field service engineer performed various checks, replaced the sample probe, made adjustments, and performed precision testing. The customer ran qc which was acceptable. The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace contained sample short and abnormal probe sucking alarms on the date of the event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received multiple data alarms on multiple samples and multiple assays with the cobas 6000 c 501 module. The reporter provided the following examples of questionable vanc3 vancomycin results for two patient samples: sample 1: the initial result was <4.0 ug/ml with a data flag. The repeated result was 15.6 ug/ml. Sample 2: the initial result was <4.0 ug/ml with a data flag. The repeated result was 14.7 ug/ml. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 51184701 with an expiration date of 30-apr-2022.